Manufacturer narrative:
This report is submitted on october 27, 2020.

Event description:
It was reported that while plugging in the charging cord, the patient allegedly experienced an electrostatic discharge, however there was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The battery charger has not been returned to the manufacturer as of the date of this report.